Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker exhibited infection and pericardial effusion. The patient underwent surgical intervention and during the right ventricular (rv) lead extraction the superior vena cava (svc) tore. The physician attempted to repair the svc however, it was unsuccessful. A pericardiocentesis was also performed and the patient's chest was cracked. Subsequently, a revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted as the patient passed away.

Event description:
It was reported that the patient with this pacemaker exhibited infection and pericardial effusion. The patient underwent surgical intervention and during the right ventricular (rv) lead extraction the superior vena cava (svc) tore. The physician attempted to repair the svc however, it was unsuccessful. A pericardiocentesis was also performed and the patient's chest was cracked. Subsequently, a revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted as the patient passed away.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of infection is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of infection is a known inherent risk of the lead. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this lead was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of infection is a known inherent risk of the lead.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0511. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker exhibited infection and pericardial effusion. The patient underwent surgical intervention and during the right ventricular (rv) lead extraction the superior vena cava (svc) tore. The physician attempted to repair the svc however, it was unsuccessful. A pericardiocentesis was also performed and the patient's chest was cracked. Subsequently, a revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted as the patient passed away.